Event description:
Customer reports strip vial expiration date was 10/31/2008 while using comfort curve test strips. Manufacturer's electronic record system shows strips expiration date as 08/31/2007. Batch record verification shows strip expiration date was 08/31/2007. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.